Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced abdominal pain. On (B)(6) 2021, the patient experienced stoma site redness and discharge. On (B)(6) 2021, the patient underwent an endoscopic procedure and was diagnosed with a stoma site infection. After review by a gastroenterologist, the peg tube was removed and the patient was treated with pain medications and an unspecified medication for the stoma site infection. The peg tube was removed on (B)(6) 2021 and discarded. On an unknown date, the patient was discharged from the hospital.